Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell three of five in peritoneal dialysis. The home patient was connected at the time of the alarm. The home patient stated that there is an empty solution bag connected to a white supply clamp line and the line has air bubbles in it. There was nothing else noted with the supplies or the setup that could have caused or contributed to the alarm. The technical service representative assisted home patient to end the therapy and remove the cassette. The home patient stated that they will drain out with manuals. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and found the disposable set passed inspection; however, it was noted that a solution bag used with the set had a hole. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing. The disposable set passed all functional tests when the damaged solution bag was removed from the supply line. The reported issue was verified with the damaged solution bag connected. The cause was determined to be a damaged component. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.